Manufacturer narrative:
Manufacturing and quality control data: the m. Blue® was manufactured by a qualified employee in (B)(6) 2019. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The m. Blue® normal pressure range of 0 to 40 cmh2o. The valve was inspected as article fx802t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue® valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates without the accepted tolerance in both positions. Results: first, we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. The measured opening pressure was not within the accepted tolerance range for either position. The opening pressure was significantly lower than expected in both positions. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows a slower flow of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a m.blue (#fx802t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the valve was believed to be operated in overdrainage and the adjustability is malfunctioning. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) height: 83 cm weight: (B)(6) gender: female.